Manufacturer narrative:
Eval summary: the returned device was received partially deployed, with carving detected on the shaft nylon's distal end. The garage tube leaves and vessel locator wings were bent. The exchange tube was damaged but was fully slit. The damaged garage tube leaves and exchange tube are the result of the carving processes and are not failure modes. The bent vessel locator wings were due to the vessel locator having been left in the deployed state during the removal of the device from the pt; the vessel locator button was deployed and engaged with the safety release button. The received proximal positions of the thumb advancer and delivery tube and the location of the carving on the distal end of the shaft indicate that the thumb advancer and delivery tube were retracted from their originally deployed distal positions. No device malfunction was detected. The root cause for the carving was not determined. Review of the device lot history record did not produce any findings relevant to the report.

Event description:
Device malfunction: thumb advancer would not fully advance. Time of malfunction: during closure procedure. Symptoms/ae: none. It was reported that a physician, trained in use of the device, attempted right femoral arteriotomy closure after a diagnostic procedure. The thumb advancer would not fully advance with force and the arrows would not align. The device was removed and the nylon shaft appeared to be carved. Hemostasis was achieved with manual compression and there was no adverse pt sequele. Despite request, no additional info is available.